Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that surgery was scheduled for 2018-(B)(6). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial # (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2021, (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, via manufacturer representative, regarding patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient had very little pain relief. Lead check revealed that the leads had moved laterally and maybe anterior. There were no environmental/external/patient factors that may have led or contributed to the issue. Surgery was planned but not scheduled. Hcp had no further information. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(4) 2018 explanted: (B)(4) 2018 product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the hcp replaced one lead and the account threw the lead in the or garbage.  The issue is resolved at this point. No further complications were reported/anticipated.